Event description:
Follow up report on device analysis.

Manufacturer narrative:
Investigation on smiths medical cadd legacy 6400 pump is completed. Device arrived in good physical condition. Event log was opened and complaint of failed accuracy -7.20% could not be verified. Testing done to duplicate event and the accuracy was within the pumps guidelines of +/-6%.. Unknown cause of event and device passed all delivery and functional testing. Complaint could not be validated.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy testing of under infusion of - 7.20%. No patient involvement, as this occurred during testing.